Event description:
Patient reported infection and inflammation. Patient also reported heart palpitations, fatigue, headaches, numbness in hands & feet, blurred vision, acid odor and constipation; these events are not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number 24505746 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30036007 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of feb 2019 through jan 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, blurred vision, acid odor, heart palpitations, fatigue, constipation, headaches, inflammation, numbness in hands & feet implant exchange.

Event description:
Patient reported infection and inflammation. Patient also reported heart palpitations, fatigue, headaches, numbness in hands & feet, blurred vision, acid odor and constipation; these events are not device related. This record is for the left side. Device remains implanted.